Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead and this right atrial (ra) lead exhibited oversensing. A review of the inappropriate atrial tachy response (atr) episodes showed oversensing of rv signals on the ra channel, as well as oversensing of ra signals on the rv channel. These signals did not appear to be caused by the position of the rv lead (not farfield sensing) but were most likely due to insulation damage on the ra and rv leads. Troubleshooting was recommended with patient movements and manipulation of the leads close to the device header. The field representative later reported that a revision procedure was performed the following day. The patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p) and new ra and rv pacing leads were implanted. The chronic ra and rv leads were surgically abandoned, so it was not possible to determine the cause of the oversensing. No additional adverse patient effects were reported outside of the revision procedure.